Event description:
The patient reported that the v-go fell off after 5-8 hours after application. The patient stated the first time this happened was (B)(6) 2021 with a total of 4 devices but the last time this occurred was (B)(6) 2021, the patient was unable to recall any other specific dates this occurred. The patient preps the area correctly before applying the v-go. The patient says she was sweating excessively when the v-go devices fell off.